Event description:
A site representative, nurse, reported that, while in an ent procedure, the navigation system became unresponsive when returning to the navigate task after adding a tool to the procedure. The system was re-booted, however, the surgeon had completed the procedure without navigation at that point. In trouble-shooting it was discovered that the update when foot switch is pressed was incorrectly selected instead of the correct continuously update option. The nurse was able to navigate when the footswitch was pressed. Issue resolved. There was no impact on patient outcome.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(6) 2013. Software investigation completed; findings are that the update with foot switch was selected. Software was functioning as designed.